Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required g3, h4, h6 (component, method) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent for a port placement placed using power port MRI isp, 8 fr via groshong, int w sp, attachable sl via lateral to the insertion site in the jugular vein. On (B)(6) 2025, after that post port placement, the catheter allegedly found cracked halfway after a year inside the patient. It was further reported that patient allegedly experienced redness and sore, irritation, pain and redden of skin, infiltration, extravasation. Reportedly, the catheter was allegedly found leaking. The power port was removed and a new one reinserted on the antipodes. The current status of the patient was unknown.

Event description:
On (B)(6) 2024, a patient underwent for a port placement placed using power port MRI isp, 8 fr via groshong, int w sp, attachable sl via lateral to the insertion site in the jugular vein. On (B)(6) 2025, after that post port placement, the catheter allegedly found cracked halfway after a year inside the patient. It was further reported that patient allegedly experienced redness and sore, redness and sore, irritation, pain and redden of skin, infiltration, extravasation. Reportedly, the catheter was allegedly found leaking. On, (B)(6) 2024, the device was removed. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.